Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly on the external pulse generator (epg) was broken. Analysis also noted that the hanger assembly was broken, the lock button on the keyboard was flat, the lower case was broken, the encoder assembly and one knob were contaminated, the liquid crystal display (lcd) was out of electrical specification due to failing the incoming functional test ¿all segments of lcd turned off¿ and the lower display was dark, and an error was found in the logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.